Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log were performed. The f73 alarm was identified during power on self-test and a review of the alarm log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a loose motor coupler. The motor coupler was adjusted to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-73 alarm. This occurred before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.